Manufacturer narrative:
The device was returned for investigation. Visual examination noted that the cable broke where it exits the rigid shaft. Other observations of the device include a bent nitinol wire next to the cable failure, a broken weld on the tube and arrangement, and a deformed segment at distal end of rigid shaft, a significantly deformed and heavily scratched shaft and a cracked handle. It was also noted that all the segments were accounted for. Evidence of workmanship or material defect had not been detected. The device history record was reviewed and no issues were found with the reported lot. No trend has been detected for this issue. No absolute cause of the cable failure can be determined but may be attributed to mechanical overstress.

Event description:
Broke into pt during surgery.